Manufacturer narrative:
The device was not returned for analysis; therefore, a technical evaluation could not be performed. However, a review of the media provided by the client showed that the imaging window was kinked and the tip was detached, confirming the reported issue.

Event description:
It was reported that catheter issue occurred. The opticross hd imaging catheter was selected for ultrasound examination of severely calcified and severely tortuous right coronary artery (rca). During the procedure, the catheter could not cross the lesion. The device was removed and an emerge balloon was used for plain old balloon angioplasty (poba) in the vessel. The poba caused a dissection in the proximal rca. The dissection was stented, and ultrasound was reattempted but still could not cross. A guidezilla extension catheter was then used to help stent the mid rca but guidewire position was lost and everything was removed. The tip of the opticross catheter was detached, and the catheter was kinked. There was concern that the aorta was dissected, however, it was not confirmed. The procedure was completed using the original method/device. The patient fully recovered.